Event description:
It was learned that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately 7 years due to mitral stenosis. Operative report indicates, "the patient is a (B)(6) female with a history of endocarditis and a replaced [mitral] bioprosthetic valve due to compliance issues. She has developed severe stenosis of the severe right heart failure symptoms and severe tricuspid regurgitation...severely calcified leaflets of her bioprosthesis, well-seated mechanical valve post implant, and severe functional tr, mild tr post implant....[patient] tolerated the procedure well and was taken to the ICU stable." The patient underwent a mitral valve replacement and tricuspid valve repair during the same surgery.

Manufacturer narrative:
Evaluation summary: as received, severe distortions due to mechanical damage was evident in the valve received. The sewing fabric was cut off, but was returned along with the valve. Host tissue was noted onto the returned sewing fabric. Approximately half of the band and the mylar band were projected outwards and were bended. Cuts in the free margins of leaflets 1 and 2 at commissure 2 measured to approximately 6-8 mm. The valve exhibited heavy calcification in the cusp area of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3 mm. Host tissue overgrowth fused the free margins of leaflets 2 and 3 at commissure 3 by approximately 5 mm. Host tissue was moderate to heavy at the stent inflow and stent outflow. Additional manufacturer narrative: device evaluation confirms extensive calcification and host tissue overgrowth as the primary causes for the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization. The available information reveals nothing to indicate a device quality deficiency during manufacturing.

Manufacturer narrative:
The explanted device was received, however, evaluation has not yet been completed. Edwards evaluations and investigation results will be reported once completed.